Event description:
It was reported that the device would not power up in battery. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.